Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 19 december 2016. The fse performed the technical bulletin fix t104 for the z axis motor. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the z axis motor

Event description:
On (B)(6) 2016 an fse was onsite for a repair of the customers aia-900 analyzer and performed an upgrade to the system. It is not documented within the file what the customer repair was. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting progii, e2 and fsh patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.